Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the motor assembly was corroded. A corroded motor assembly can cause heat.

Event description:
It was reported that the core impaction drill was overheating. No additional information was provided by the user facility upon follow-up.

Event description:
It was reported that the core impaction drill was overheating. No additional information was provided by the user facility upon follow-up.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.